Event description:
It was reported that intermittent cartridges did not fit onto the pump. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support and declined to provide further information.